Manufacturer narrative:
Patient codes: 1770 labeled 1829 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of cerebrovascular accident (stoke) and embolism (cardiac embolism) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of stroke appears to be related to the issues with efficient coagulation; therefore, attributed to procedural conditions, but a definitive cause for the reported cardiac embolism cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for stroke. It was reported that on (B)(6) 2019, two clips were successfully implanted, reducing grade 4+ degenerative mitral regurgitation (mr) to grade 1+. On (B)(6) 2019, the patient was hospitalized with a stroke. Reportedly, the patient had issues with efficient coagulation and the implanted clips possibly contributed to a cardiac embolism. Organic brain syndrome with aphasia was diagnosed. The patient is undergoing ergotherapy, logotherapy and physical therapy. No additional information was provided.